Event description:
It was reported that the patient collapsed on (B)(6) 2013 and contacted the clinic the following day. The patient was seen at the hospital on (B)(6) 2013. The device exhibited backup operation. The product code could not be downloaded. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.